Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the dilator became stuck in the sheath. The dilator had resistance when trying to advance through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the dilator would bend. There were no visible signs of obstruction in the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The sheath was replaced and the procedure continued successfully. There was no patient consequence. The resistance they were having with the sheath was upon insertion of the dilator. There was no physical damage to the sheath. There was no occlusion noted when irrigating the sheath. The sheath was narrowed. The dilator was still able to be moved through the sheath but with unreasonable force. The dilator was stuck but could be removed with unreasonable force. The dilator was bent not broken. There were no exposed wires or any other physical deficiency besides bent noted.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Manufacturer's ref. # (B)(4). In the 3500a initial medwatch report, it was reported that this event was MDR reportable for ¿introducer stuck within the sheath¿ and not MDR reportable for a ¿dilator damage¿ issue. However, during an internal review of this event on (B)(6) 2021, it was noticed that this event should have been assessed a ¿resistance with sheath¿ instead of an ¿introducer stuck within the sheath¿ issue. The issue of ¿resistance with sheath¿ is not considered to be MDR reportable since interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. This event will no longer be considered to be MDR reportable since the issues of ¿resistance with sheath¿ and ¿dilator damaged¿ are not MDR reportable issues. The h6. Medical device problem code was updated from ¿failure to advance (a150204)¿ to ¿device-device incompatibility (a1702).¿